Manufacturer narrative:
(B)(4), the customer reported that the unit did not recognize this battery. The customer ordered a new battery. Replacing the battery resolved the failure.

Event description:
The customer reported that the unit did not recognize this battery.